Event description:
A report was received that the patient was experiencing irritation at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the reason for ipg relocation was because it was rubbing down at the patients scapula and they wanted to place it below the belt.

Event description:
A report was received that the patient was experiencing irritation at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated.